Manufacturer narrative:
Other relevant device(s) are: product ID: 3777-45, serial/lot #: (B)(4), ubd: 23-feb-2015, UDI#: (B)(4); product ID: 3777-45, serial/lot #: (B)(4), ubd: 16-oct-2014, UDI#: (B)(4); product ID: 3777-45, serial/lot #: (B)(4), ubd: 17-nov-2014, UDI#: (B)(4); product ID: 3777-45, serial/lot #: (B)(4), ubd: 17-nov-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that the peripheral nerve stimulation leads have been providing "a lot of stinging" intermittently since implant and reprogramming has been attempted to address it.